Event description:
It was reported that the device gave an error message for a power supply malfunction. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The customer called and spoke with a philips representative. The device was evaluated by the customer with assistance from rse. Rse confirmed that the ac power module will need replacement. The customer was provided quote for replacement ac power module, however customer rejected the quote. Device remains on customer site. The investigation identified component issue.